Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025 at approximately 6:28 pm the patient began feeling disoriented and eventually lost consciousness. The wife called 911 around 6:58pm and paramedics arrived around 7:15pm. The patient's blood glucose was 31 mg/dl while his dexcom at that time was 130 mg/dl. Paramedics treated the patient with IV saline solution. The patient gained consciousness around 7:30pm. Paramedics advised the patient to go to the hospital but he refused as he was feeling better. Paramedics left around 8:00pm but performed another finger prick which read 110 mg/dl while his dexcom g7 app and pump was reading 130 mg/dl. The paramedics advised the patient to change to another sensor. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.